Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation with mesh procedure performed on (B)(6) 2014. According to the complainant, when the capio device was placed into the sacrospinous ligament, the needle carrier was totally bent and was unusable. The procedure was completed with a third uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: the carrier does not retract completely.

Manufacturer narrative:
Analysis of the returned uphold lite with capio slim revealed that the carrier was bent and does not deploy to the center of the catch when fully deployed. The carrier does not retract completely. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.